Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device hose fitting had broke off at the elbow due to use error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during testing, it was observed that the foot control device was leaking fluid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.